Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to either a sinus or atrial driven arrhythmia with rapid ventricular response (rvr). No out of range measurements were observed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to either a sinus or atrial driven arrhythmia with rapid ventricular response (rvr). No out of range measurements were observed. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that ICD remains in service. The plan was to continue monitoring and adjust the patient's medications. No adverse patient effects were reported.